Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ("essure removed by total inter-ovarian hysterectomy") and uterine leiomyoma ("interstitial antero-lateral uterine fibroid") in a 49 year-old female patient who had essure inserted. The patient had a medical history of parity 2, gravida ii, appendectomy, acute salpingitis and overweight. On an unknown date, the patient had essure inserted. On an unknown date she was found to have uterine leiomyoma (seriousness criterion medically important). On (B)(6) 2022, she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removed by total inter-ovarian hysterectomy and total inter-ovarian hysterectomy). At the time of the report, the outcome of uterine leiomyoma was unknown. The reporter considered medical device removal to be related to essure administration but saw no causal relationship between uterine leiomyoma and essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 25.7 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ("essure removed by total inter-ovarian hysterectomy") and uterine leiomyoma ("interstitial antero-lateral uterine fibroid") in a 49 year-old female patient who had essure inserted. The patient had a medical history of parity 2, gravida ii, appendectomy, acute salpingitis and overweight. On (B)(6) 2022, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. On an unknown date she was found to have uterine leiomyoma (seriousness criterion medically important). The patient was treated with surgery (essure removed by total inter-ovarian hysterectomy and total inter-ovarian hysterectomy). At the time of the report, the outcome of uterine leiomyoma was unknown. The reporter considered medical device removal to be related to essure administration but saw no causal relationship between uterine leiomyoma and essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 25.7 kg/sqm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-feb-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.